Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg had been unable to communicate with their external devices due to their ipg being inoperable. Troubleshooting via assistance from a company representative was unsuccessful. As a result, the patient's ipg was explanted and replaced with a different model. Surgical intervention addressed the patient's issue.